Event description:
It was reported that the patient visited a doctor due to diabetic ketoacidosis. The patient reported that their personal diabetes manager (pdm) was not charging to completion, getting stuck at 20-23% and starting again at 0%. The patient did not have a back-up method of delivering insulin. The patient began feeling nausea's and losing concentration and went to see a doctor at (B)(6). The doctor gave the patient insulin injections with pens and the patient was discharged after an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.